Event description:
It was reported that the patient suffered a head injury after falling and striking head on floor on (B)(6) 2010. Paramedics transported the patient to the hospital where she was diagnosed with a subdural hematoma. Three days later, she was admitted to hospice where she died (B)(6) 2010 due to head injury. Death certificate noted cause of death to be bronchopneumonia, chf, hypertensive cardiovascular disease with significant conditions reported as dementia and neck injury due to fall. Additional information has been requested and not yet received.

Event description:
It was reported that the patient suffered a head injury after falling and striking head on floor on (B)(6), 2010. Paramedics transported the patient to the hospital where she was diagnosed with a subdural hematoma. Three days later she was admitted to hospice where she died (B)(6), 2010 due to head injury. Death certificate noted cause of death to be bronchopneumonia, congestive heart failure, hypertensive cardiovascular disease with significant conditions reported as dementia and neck injury due to fall. Follow up reported there were no indications of device malfunction or failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), all insulators torn, outer insulation breached cut and white substance and cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed. (B)(4) no anomalies found, proximal conductor cut and blood/body fluid (not obstructed), all insulations torn, outer insulation white substance and cosmetic depression, blood in/on helix/lobe mechanism (sleeve head), lead stretched, apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), all insulators torn, outer insulation breached cut and white substance and cosmetic depression, helix/lobe distorted/bent, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed. Additional analyst comment - the lead was returned with the helix fully extended and stretched. (B)(4) no anomalies found, proximal conductor cut and blood/body fluid (not obstructed), all insulations torn, outer insulation white substance and cosmetic depression, blood in/on helix/lobe mechanism (sleeve head), lead stretched, apparent explant damage. Full lead returned and analyzed. Additional analyst comment - one filer of the proximal conductor is cut. (B)(4) - battery depletion-normal.

Event description:
Asku